Event description:
Doctor reported that it was found that 2 sensors had the cannula missing when the product was removed from the customer's body. Blood glucose value is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used elite sensors found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.